Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 100mg/dl fasting. Verified test strips expire 03/31/2017. Confirmed customer's test strips are being properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 135mg/dl and 150mg/dl fasting. Reviewed meter memory: 1:143 mg/dl (B)(6) 2015 11:01:00 am fasting:yes. 2:78 mg/dl (B)(6) 2015 10:44:00 am fasting:yes. 3:64 mg/dl (B)(6) 2015 10:27:00 am fasting:yes. 4:187mg/dl (B)(6) 2015 08:17:00 am fasting:no. 5:77 mg/dl (B)(6) 2015 06:59:00 am fasting:yes. Memory concerns:78mg/dl (B)(6) 10:44am,64mg/dl; (B)(6) 10:27am &77mg/dl; (B)(6) 6:59am. Customer called stating they are concerned their meter is registering low glucose readings becuase they were recently placed on a steriod called prednizone and their sugar levels have been high, but since starting her new vial of strips today she has noticed her readings have been much lower. Adverse event not reported.